Event description:
It was reported that the patient passed away on (B)(6) 2022. It was unknown if the device operated as expected. No additional information could be provided due the hospital's patient privacy policy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. (B)(4) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing and qa specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.